Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (dlcx). After implanting a stent in the left anterior descending artery (lad), a 2.25 x 32 synergy drug-eluting stent was advanced to treat the lesion. However the stent delivery system stopped advancing. Upon removal, it was noted that the stent was stretched and almost dislodged. The procedure was completed with another of the 2.5x32mm synergy drug-eluting stent no patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Stent had detached from the balloon and was not returned for analysis with the device. Additional information was requested on how stent detachment occurred however no response was provided by the customer. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found a midshaft kink at 3.5cm distal from the hypotube to midshaft bond and one midshaft kink at the port site. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (dlcx). After implanting a stent in the left anterior descending artery (lad), a 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However the stent delivery system stopped advancing. Upon removal, it was noted that the stent was stretched and almost dislodged. The procedure was completed with another of the 2.5x32mm synergy¿ drug-eluting stent no patient complications were reported and the patient's status was good.